Event description:
Customer reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Before contacting for support, the customer had already taken corrective action by resetting the pump.